Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject crt-d was explanted during a scheduled lead revision, as it is impacted by the latest platinum fsn (crm-sal-2018-001). The device did not show any warnings or misbehavior regarding to the fsn. Anyway the clinic decided to replace the device for prophylactic reasons as stated in the fsn.

Event description:
Reportedly, the subject crt-d was explanted during a scheduled lead revision, as it is impacted by the latest platinium fsn (B)(4) . The device did not show any warnings or misbehavior regarding to the fsn. Anyway the clinic decided to replace the device for prophylactic reasons as stated in the fsn.

Manufacturer narrative:
Please refer to the attached analysis report.